Event description:
Customer report of product malfunction (specific info not provided).

Manufacturer narrative:
(B)(4). Product evaluation pending. Issue is being reported as alert could not be cleared by operator.